Manufacturer narrative:
It was reported that the identity impactor tip broke during surgery. The tip broke after the initial impaction, but the surgeon still completed the case successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the identity impactor tip broke during surgery. The tip broke after the initial impaction, but the surgeon still completed the case successfully.